Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date and mesh was implanted to rectify bladder prolapse conditions. Following insertion and subsequent surgery possibly with same mesh, the patient experienced urine retention, urinary tract infections, pain, further prolapse, grade 3 rectocele, antibiotics and vaginal estrogen for the rest of their life. No further information was available.